Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to loss of fluid. The device was nonfunctional and would not inflate or delate. The device had no fluid inside it when it was removed. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected leak tested and examined using a microscope. The rear tip extender (rte) was returned; no damage or wear found. Both cylinders had wear on the body. The input sleeve was not intact. Cylinder 1 had scaling on the tip and the outer tubing had a large tear around the proximal end of the body from tool/sharp instrument damage that likely occurred during the explant. No damage was present in relation to the inner tube of the cylinder therefore, no leak was present. Cylinder 2 had wear within the crease closest to the proximal end of the body. Under microscope observation, a leak and wear were found on the cylinder kink resistant tubing (krt). Both cylinders were pressure tested and passed as performed. The ams 700 momentary squeeze (ms) pump were visually inspected, leaked tested, examined with a microscope, and functionally tested. The reservoir and the cylinder krt section had wear however no leak or damage was found. Prior to ms pump functional test, the krt and quick window connector was cut close to the strain relief. The pump was functionally tested and did not pass the 8lb activation test therefore, required more than 8lbs of force to activate. The analysis concluded that the leak found with the cylinder krt along with the pump activation issue could affect the functionality of the returned devices.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to loss of fluid. The device was nonfunctional and would not inflate or delate. The device had no fluid inside it when it was removed. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.